Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "breasts pain" ,"right mammary prosthesis with an irregular appearance, noting an image featuring a 'dirty' posterior acoustic shadow around the prosthesis", and "rupture in the right breast." Device had been explanted.